Event description:
I want to have a lot of things you can remove. I had to have the lap band removed because it showed on a upper gi, and it showed it slipped but during surgery it showed it did not slip its embedded into my stomach and also caused two holes in my stomach and an intra abdominal infection.